Event description:
It was reported that the pt's device was able to be interrogated, but when the physician tried to program the device, he got a failed message with a "gray bar" across the screen. Physician did not remember exactly what the message said, but he was unable to program the pt. It was noted that the programming system was plugged into the wall at the time of the event, and the physician was informed that it is recommended that the device is unplugged when using it with the vns as it may cause interference. Manufacturer representative went to physician's office to troubleshoot system. It was noted that the physician's programming system worked intermittently, but very slowly. Communication error messages were received occasionally. Product was returned to manufacturer, but analysis is pending.